Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2021 to 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was hard rebooted in the middle of windows updates. The station had not been rebooted for more than 40 days which caused a delay to install windows updates. The system functioned as intended after the technical support specialist provided guidance to use reboot from station's menu instead of the power switch.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system displayed a black screen for about 20 minutes that prevented user from accessing the medications. Customer stated that the required medications were obtained from nearby station and there was no impact to patient care. No other information was released. There were no adverse events or injuries reported based on this event.